Manufacturer narrative:
Visual inspection: the device laser markings were slightly worn and main body was discolored. The edges of the angulation adjustment hex were worn and rounded out. Functional inspection: the device was able to translate and release as intended. The device was able to adjust angularly; however, the driver mated loosely to the angulation adjustment hex. Device and complaint history records were reviewed, and no relevant manufacturing issues or similar complaints were identified. The instructions for use advises the user to lubricate the device as needed to ensure proper functionality. The life of the instrument depends on the number of times they are used as well as the precautions taken in handling, cleaning and storage. Great care must be taken of the instruments to ensure that they remain in good working order. Review of manufacturing records reveal that the device was about 3 years old at the time of complaint. It is likely that repeated cantilever and torsional loading throughout the device's service life could have compromised the material integrity of the device, causing wear of the hex.

Event description:
It was reported that the securing mechanism of a lite pedicle base retractor medial arm assembly was "spinning in the void" intra-operatively. Surgery was successfully completed with no delay. No adverse consequences or medical intervention were reported.

Event description:
It was reported that the securing mechanism of a lite pedicle base retractor medial arm assembly was "spinning in the void" intra-operatively. Surgery was successfully completed with no delay. No adverse consequences or medical intervention were reported.